Event description:
This subject presented for routine f/u where it was noted that his lv lead was noncapturing and it was found to have dislodged. The lead was abandoned and pacing was disabled. The subject will f/u with ep to establish plan. The subject will continue to be monitored by his pcp and device clinic. Should heart failure symptoms progress, then the situation will be readdressed.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.